Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis investigations replicated/confirmed the customer reported complaint. The blade broke roughly 0.384¿ from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was not activating. The customer removed the instrument and found the instrument tip was broken. There was no report of fragments falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality found. The instrument tip was completely broken off during the procedure. There was no intraoperative collision or misuse involving the instrument observed. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported.